Manufacturer narrative:
The reported opus speedscrew device, intended for use in treatment, was returned for evaluation. A relationship between the device and reported incident was not established. From the information provided, the inner plug in the implant is not securing. Visual inspection shows the device was received in a full deployed condition. Implant and plug were not returned. Clinical suture (blue cobraid magnumwire) was received partially reeled in by the snare lines and its distal end loop was received cut. The inspector was able to reel in the snare lines and it was found that only the white snare line was reeling in suture. The green snare line had dropped its suture end near the distal end. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: incorrect suture loading. Incorrect suture loading can result in dropped suture. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the inner plug in the implant is not securing. A backup device was available to complete the procedure. No patient injuries were reported.